Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc], and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release

Event description:
According to the available information, doctor reported that procedure and dissection went smooth. Static anchor deployed fine. Dynamic anchor applied as indicated and upon deployment, doctor went to tighten the altis adjustment suture and dynamic anchor came out as pictured. Dynamic anchor had separated into two pieces. New altis was opened and procedure/deployment of new altis went as planned. Patient doing well.